Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system required maintenance. Pharmacy technician tested drawer multiple times successfully. The system functioned as intended after the pharmacy technician troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system required maintenance and unable to recover. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.